Event description:
The initial reporter stated they received questionable results for eighteen patient samples tested with elecsys anti-hav ii on an unknown roche analyzer. The customer states the reactive results obtained with the roche anti-hav method are not consistent with competitor anti-hav igg and anti-hav igm results. Refer to the attachment for all patient data.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
18 patient samples were provided for investigation. Overall, a good comparability to the abbott igg assay was found. Good comparability to the alinity method was confirmed by a previously performed dilution sensitivity study, which confirms a robust performance of the elecsys anti-hav ii assays also in low antibody titer patients (close-to-the cutoff samples). Lot-to-lot difference cannot be excluded in close-to-cut-off samples as these samples may contain low concentrations of anti-hav antibodies, potentially resulting from a past infection, insufficient immune response after infection, or vaccination. Non-reactive does not mean the complete absence of hav-specific antibodies. No evidence for anti-hav igm was found in all 18 samples, thus the elecsys anti-hav igm non-reactive results are to be considered as correct. Sample tested elecsys reactive for anti-hav ii are therefore considered to be truly reactive for anti-hav igg antibodies, which was confirmed in 8 out of 11 samples by the abbott igg assay. In 2 of the 3 discrepancies, a history of hav-vaccination has been reported not detected by the abbott alinity assay (samples 1 and 6). Only for 1 sample, no additional evidence is provided which could confirm the elecsys positive status (sample 15). Elaborate investigations for potential interference were performed on this sample without evidence for an interference which could cause a reactive result in this sample. The status of this sample cannot be resolved. Overall, the anti-hav ii reagent performs within specification. Single discrepant reactive /non- reactive results can occur and are covered by the specificity and sensitivity claim of the assay.